Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When placing the 3 pin clamp and adapter to the pins, the screw from the adapter broke inside of the 3 pin clamp. Case type tha.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the clamp was broken during assembly. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 41 devices were manufactured under lot no 201543071402 and accepted into final stock on 11/13/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112390, lot number 201543071402 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
When placing the 3 pin clamp and adapter to the pins, the screw from the adapter broke inside of the 3 pin clamp. Case type tha.